Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for an unspecified microorganism when the user facility conducted a routine microbiological test. It is unknown in which part of the scope the microorganisms were found. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation result of user¿s reprocessing practice. During the investigation, it was found that devices were not dried prior to storage, and the air/water valve and suction valve were not brushed. ¿advantage¿ manufactured by medivators was used as an aer, automated endoscope reprocessor, and ¿endostore neo¿ manufactured by escad medical was used as storage. The exact cause could not be conclusively determined, but it might be a possible cause that the user does not reprocess the subject device as instructed in the instruction manual of the subject device.